Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had noisy telemetry. The programmer head was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of telemetry issues, the programmer head was not able to recognize devices and also failed functional vxi tests. The cable was replaced and it was verified that the issues were resolved. It was further noted that the lens on the upper case was cracked and the upper case was also replaced.